Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient was presented in clinic for an unrelated reason. Interrogation revealed low r-wave sensing. The lead was successfully explanted and replaced under advisory. The patient was stable before, during, and after the procedure and will continue to be monitored.